Manufacturer narrative:
Device code a0401 captures the reportable event of thumb ring break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp)/lithotripsy procedure performed on (B)(6) 2023. During procedure, a trapezoid rx basket was used in conjunction with an alliance handle in an attempt to crush a stone or detach the tip of the basket. However, the thumb ring broke. There was a stone inside the basket when the thumb ring broke. Procedure was completed using the original device. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.